Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber broke during treatment inside the patient. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
The product was not returned so no physical analysis could be performed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The subject device lot number was not reported. A ship history review was performed revealing three potential lots present at the facility. A device history record (DHR) review completed for all three lots 25272336, 25228573, and 25228570 confirmed that the devices met all material, assembly and performance specification. Based on the information available, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber broke. No other information was provided.